Event description:
The coroner determined that the patient had a seizure while driving, which led to the accident. The patient was thrown from the vehicle as she was not wearing a seatbelt. The patient's device was at 11-25% battery remaining, and the coroner did not believe the seizure was related to the patient's device. The generator and lead were received, but analysis has not been approved to date. No further relevant information has been received to date.

Event description:
It was reported that the patient died in a car accident in which the circumstances of the accident were very unusual. The coroner asked if the vns could show if the patient had a seizure during the crash, but the model of the patient's device did not have tachycardia detection and did not record heart rate changes. A sudep evaluation was performed, which classified the death as possible sudep. No further relevant information has been received to date.

Event description:
Analysis on the generator was approved. No anomalies were identified, and the device performed according to functional specifications. The battery was at ifi=no. Analysis on the lead was also approved. A significant portion of the lead was not returned for analysis, so no evaluation could be performed on that portion of the device. Scanning electron microscopy identified pitting or electro-etching conditions on the connector pin (reported in MFR. Report #MFR. Report #1644487-2018-00922), which did not affect the device functionality. No other anomalies were identified. No further relevant information has been received to date.